Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient underwent a sensor implant procedure on (B)(6) 2016 and experienced hemoptysis postoperatively. Chest x-rays did not reveal any anomalies. The patient was admitted to the ICU for observation and the patient remained hemodynamically stable. Plavix and aspirin were discontinued while the patient was hospitalized. The patient recovered and was discharged on (B)(6) 2016 asymptomatic with adjusted medication. Further, it was noted the patient is a clinical study patient and the adverse event is not related to the device but to the implant procedure.